Event description:
It was reported that the pt fell about eight weeks prior "right where [the device] is located", causing pain at the "tip where the battery is", and down her right leg. Even when the stimulation was turned off, the pt felt a stimulation sensation in her right leg. Per the hcp, the pt was not feeling stimulation. It was noted that "coverage [was] gained", and there was no injury to the pt.